Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01082. This report is being submitted as additional information. Patient's weight was not provided. Serial # was request, but not provided therefore; the device manufacturer date is unknown. Manufacturer's investigation conclusion: the reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the manufacturer¿s technical services representative reviewed the submitted log files and observed the lvad had no external power alarm on (B)(6) 2018 from 7:47:45 to 7:48:01, this appears to be the power cord of the mobile power unit (mpu) was coming unplugged. It was advised to the customer to order a locking power cord. There were no other unusual events seen within the log file. Additional information was requested, was not provided.